Manufacturer narrative:
This report is being supplemented to provide additional information received. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received stating the e315 error was detected during pre-use inspection. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water droplets adhering to the circuit board due to water entering the scope connector causing a short circuit as well as causing the abnormal image. In addition, the cause of the water invasion could not be identified because air leakage could not be confirmed. It is presumed that there is a possibility that water entered from the venting connector for the water leakage test as the cause of the water invasion even though there was no air leakage. Some of the factors that cause of the water invasion of the venting connector include the following: ·strong water pressure hit the check valve of the venting connector directly. ·a load was applied so that the valve of venting connector open with a brush or the like while the device was immersed. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error code e315 was displayed with the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s reported scope communication error e315 could not be reproduced. Service found the curved rubber adhesive was cracked. The water drainage function was insufficient due to the air/water nozzle was clogged. The scope connector demonstrated fluid ingress. Scratches were observed on the control section, control section cover, grip, tip cover, adjustment ring, switch #1, switch box, and the light guide cover lens. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.